Event description:
Reporter alleged erratic blood glucose readings and when testing controls they were out of range and expired. It was stated the blood glucose results were 216 mg/dl back to back with a result of 98 mg/dl within 5 minutes. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.